Manufacturer narrative:
Update to d9: device returned. Update to h3: device evaluated. Update to h6: type of investigation. Update to h6: investigation findings. Update to h6: investigation conclusions.

Manufacturer narrative:
Correction to a2: age. Correction to a3a: sex. Correction to a4: weight. Correction to d4: serial number.

Manufacturer narrative:
According to the customer, the "retainer bracket was not secured in the appropriate blue holder, triggering a free flow of the isosource feed. Free flow alarm did not engage and resident received an overfeed, within her 1 hour feed time." The customer reported the resident "aspirated" as a result of the reported incident and required "emergency treatment at the hospital, but unfortunately passed away". No additional information is available at this time. It has been determined that the reported event caused or contributed to death, therefore this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the "retainer bracket was not secured in the appropriate blue holder, triggering a free flow of the isosource feed. Free flow alarm did not engage and resident received an overfeed, within her 1 hour feed time."